Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery and during troubleshooting they stated a high blood glucose level of 409 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer was assisted with prime and insulin exited but pump alarmed no delivery. The customer was advised that they may have been a site occlusion. Customer was advised to change the infusion set, reservoir and insulin. The insulin pump will not be returned for analysis. The infusion set will be returned for analysis.